Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint is for a system error (se) 2240 (air in set) was not confirmed and the root cause could not be determined. The actual sample was received for evaluation. Visual inspection was performed without any abnormalities observed. Functional tests were performed, including pressure test and clear passage test were performed, no abnormality was observed.

Event description:
A nurse contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) that appeared on the homechoice (hc) machine while the patient was connected in dwell 4. The nurse stated that the home patient's (hp) heater bag was filled and two supply bags were empty. One supply bag contained about 2000 ml of air. There was patient involvement but no patient injury.